Event description:
According to the complainant the knee implant was defective and failed prematurely because the ceramic coated surface fails to properly adhere to the cement. Additional information has been requested but not yet provided.

Manufacturer narrative:
The adverse event is filed under ais reference xc (B)(4). Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
An outside law firm reported that a patient experienced issues following a left knee prosthesis that required subsequent medical intervention. According to the operative report dated on (B)(6) 2021, the patient underwent a primary left total knee arthroplasty for tricompartmental degenerative joint disease (djd) with marked tibial torsion. The procedure was performed using aesculap components, which were cemented in place using palacos bone cement. The operative report indicates that the components were implanted with appropriate alignment and stability, and the patient was taken to recovery in good condition. No intraoperative complications were reported. According to a subsequent operative report dated on (B)(6) 2023, the patient underwent left knee manipulation under anesthesia due to postoperative adhesive capsulitis. The procedure involved manipulation of the knee from full extension to approximately 125 degrees of flexion. No audible or palpable abnormalities were noted, and no structural changes to the knee were identified during the procedure. The patient tolerated the procedure well and was taken to recovery in good condition. No intraoperative complications were reported.

Manufacturer narrative:
The adverse event is filed under ais reference: (B)(4). Additional information: b5: description updated. B6: test results. B7: medical history. D1&2: brand name, common device name, product code. D4: material, batch, expiration date. F9: approximate age of device.

Manufacturer narrative:
The adverse event is filed under ais reference (B)(6) (B)(4). Investigation results: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. Batch history review: the device history records (DHR) were not able to be reviewed as no lot number was made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. Conclusion and measures / preventative measures: a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.